Event description:
(B)(4) alert ID: (B)(4): MFR: bd (B)(6) description: surepath preservative collection vial and vial cap. Reason: it has been confirmed that a portion of bd surepath collection vials associated with specific production lots may contain caps that are cracked, which can lead to leaking of the preservative fluid. Bd recommends that you check current unused inventory prior to use, identify affected vials and discard per standard lab practices. Bd will issue replacement for the discarded material.